Event description:
Related manufacturer report number: 1627487-2022-05220. It was reported the patient's drg s3 leads had migrated and as a result the patient lost effective coverage. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's leads were explanted and replaced. Effective therapy was established post operatively.